Event description:
"Ed." Patient presented with bone type iii, fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility, bleeding and abscess. No further patient complications were reported.